Event description:
It was reported that on (B)(6) 2010, the pt had acute anteroseptal myocardial infarction. The target lesion was the proximal and mid left anterior descending (lad) and 40 mm in length. The vessel diameter was 3.0 mm. The xience v 2.5x28 was deployed in the mid lad at 8 atmospheres (atm) first and the xience v 3.0x23 was deployed in the proximal lad at 14 atm, and also the mini vision was deployed in the first diagonal. The procedure was completed with no adverse event. On (B)(6) 2010, the pt experienced chest pain and coronary angiography (cag) was performed. Thrombosis was observed in the proximal half of the xience v 3.0x23 deployed in the proximal lad and timi flow was zero. A suction catheter was used to remove the thrombosis and ballooning was performed to the proximal and mid lad, and also kissing balloon technique (kbt) was performed in the lad and the first diagonal. Timi flow was iii. The pt's condition has been stable. No add'l info provided.

Manufacturer narrative:
(B)(4). The 2.5 x 28 mm xience v (part 1009539-28, lot 0041642), and the 2.25 x 23 mm mini-vision (part 1007828-23, lot 9022041), are being filed under separate MFR#'s. Eval summary: there was no reported product deficiency. The reported pt effects of angina and thrombosis, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Reportedly, the target lesion was 40 mm in length. It should be noted that the IFU states: the device is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameter of 2.5 mm to 3.75 mm. It is unk how the use of the sds to treat a lesion longer than 28 mm in length contributed to the reported pt effects.